Event description:
An ablation of typical atrial flutter was performed using the biosensewebster fltr 8mm catheter, stockert 70 rf generator, and covidien grounding pad; impedance characteristics and feedback data from the catheter were unremarkable during the procedure. Following the conclusion of the procedure, the pt was discovered to have sustained a severe full thickness skin burn penetrating into subcutaneous fat at the site of the grounding pad. Alarm behavior and connection to the grounding pad were unremarkable during the procedure.